Event description:
Patient presented back to the physician with recurrent erosion of the stimulation lead at the neck incision site. Physician brought the patient into the or, removed scar tissue to provide additional slack, repositioned the stimulation lead beneath the tissue, re-sutured, irrigated the area with saline and betadine, and closed. Postoperative antibiotics were prescribed.

Event description:
Patient presented back to the physician with swelling and yellow purulent drainage at the neck incision site. Upon examination, the incision appeared infected. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with the stimulation lead eroding through the skin at the neck incision site. Physician prescribed oral antibiotics. At a follow-up in-office visit, the physician irrigated the area with saline and betadine, repositioned the stimulation lead beneath the tissue, and closed the incision. Additional antibiotics were prescribed.

Event description:
Patient presented to the physician with a bump at the neck incision site. On examination, an infection was identified, and the source of the issue was likely due to an ingrown hair that started at the site. Physician prescribed antibiotics.